Manufacturer narrative:
Two failures were reported. Firstly, it was reported that there was a pressure reading issue. One pressure was not displayed due to a bent connector pin on the hls cable. The hls cable was replaced during treatment and the failure was resolved. Secondly, it was reported that the flow/bubble sensor repeatedly detected bubbles when there was no bubbles present. The failure occurred during treatment. No harm to any person has been reported. Patient data could not be provided. Any pressure reading issue and bubble detection failure could lead to a pump stop during treatment, if the interventions were set by the user. The cardio help was replaced, therefore a report is required. A getinge field service technician (fst) was sent for investigation. The connnection cable for disposables was replaced due to bent pins. No failure was found on the flow/bubble sensor. The flow/bubble sensor was replaced as a precaution. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardio help device were reviewed and a pump stop due to an activated backflow prevention could be confirmed on the date of event. As confirmed by the getinge fst the root cause for pressure failure was caused by bent pins of the hls cable. Further, as no failure could be confirmed by the fst on the flow/bubble sensor, the root cause for this failure remains unknown. However, according to the risk file v24 of the cardio help device the following root causes can lead to the reported failure:bubble intervention not working ,wrong information: - wrong bubble sensor information- influence due to other ultrasonic devices (e.g. Flow sensor)- bubble sensor disturbed- bubble sensor not plugged but recognized- connection of non-compatible sensor- environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage).according to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardio help includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardio help. Additionally, according to the instruction for use (IFU) of the cardio help, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. Based on the results the reported failure "pressure was not read due to bent pin" could be confirmed. The reported failure "flow/bubble sensor repeatedly detected bubbled when there was no bubbles present" could not be confirmed. This complaint was found in the database of customer complaints for the cardio help device and both failures as a single event (timeframe from 2024-09-22 till 2025-09-22)the occurrence rate was calculated for the reported issues and it was determined that this are not systemic issues. Therefore, no remedial action is required. The occurrence rate related to the reported issues is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID:(B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
Two failures were reported. Firstly, it was reported that there was a pressure reading issue. One pressure was not read due to a bent connector pin on the hls cable. The hls cable was replaced during treatment and the failure was resolved. Secondly, it was reported that the flow/bubble sensor repeatedly detected bubbled when there was no bubbles present. No harm to any person has been reported. Any pressure reading issue and bubble detection failure could lead to a pump stop during treatment, if the interventions were set by the user. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation the connection cable for disposables was replaced due to bent pins. The flow/bubble sensor was also replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Note: a follow up will be send when additional information become available.

Event description:
Complaint ID: (B)(4).